Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found the airway pressure transducer was out of spec on the call and span. Completed vent checkout. All parameters within spec and ventilator ready for pt use.

Event description:
The customer reported that the ventilator mean airway pressure and the amplitude seems to be fluctuating. No pt involvement.